Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the monitor was unable to baseline or communicate with an electrode belt. The cause for the communication failure was isolated to a broken canh wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.